Event description:
Customer reportedly obtained results of 6.2 mmol/l and 14.0 mmol/l on the aviva system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.

Manufacturer narrative:
Incident occurred in another country.